Event description:
It was reported that an alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil impedance being 101 ohms. It was noted that the impedance normally ran in the 70-80 ohms range. The rv lead svc coil was reprogrammed off and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead (B)(6) 2012; 507645 implantable pacing lead (B)(6) 2012. (B)(4).